Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 58.0cm. Visual inspection of the lead found that the outer insulation was twisted due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported event was isolated to the procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician noted the insulation of the right ventricular lead was twisted. The procedure was completed with a replacement lead. The patient was stable.